Event description:
Drive medical has received a letter from bj's wholesale club, along with an attorney letter of claim. It was alleged that the pt was sitting on a rollator at a bj's store, while being left unattended by her accompanying caregiver. The pt pushed herself backwards while sitting on the rollator and caught one (or both) of the "front" wheels in a crack and tipped over striking her head on the floor. No defect or malfunction of the device was specified. The pt was admitted to hosp in a later date and diagnosed with small acute interhemispheric subdural hematoma. The rollator was allegedly imported and distributed by drive medical. This MDR is based on the customer complaint.